Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 982114- invalid) for female sterilisation. The patient had a medical history of ectopic pregnancy in 2007 and menorrhagia, spontaneous abortion, obesity (bmi 39.0-39.9,adult- diet and weight loss counseling performed), dysmenorrhea, menorrhagia, pregnancy (ob/gyn history: g8 p5(4,1,3,5) pregnancy#1: 2000, live birth,vaginal, pregnancy#2: 2003, live birth,vaginal, pregnancy#3: 2004, neonatal death, spontaneous abortion), vaginal bleeding, dyspareunia, pelvic pain, laparoscopy, parity 5 and multigravida. Previously administered products included: hydroxyzine hydrochloride and ibuprofen. The patient had a family history of diabetes and hypertension. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral complete salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Number of proximal coils:2 on left cornua and 3on right comua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: patient is not pregnant. Patient is: heterosexual. [Pathology test] on (B)(6) 2021: right fallopian tube with essure implant, right salpingectomy: -complete cross-sections of unremarkable -appearing fallopian tube and fimbriated end. -fragments of metallic surgical device identified (clinical essure) . B. Left fallopian tube, left salpingectomy: -complete cross-sections of unremarkable-appearing fallopian tube and fimbriated end. -benign serous paratubal cysts. [Ultrasound pelvis] on (B)(6) 2019: female transabdominal severe menstrual cramps patient had essure placed in 2012 lot number reported ( 982114 ) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. 982114) for female sterilisation. The patient had a medical history of ectopic pregnancy in 2007 and menorrhagia, spontaneous abortion, obesity (bmi 39.0-39.9,adult- diet and weight loss counseling performed), dysmenorrhea, menorrhagia, pregnancy (ob/gyn history: g8 p5(4,1,3,5) pregnancy#1: 2000, live birth,vaginal. Pregnancy#2: 2003, live birth,vaginal. Pregnancy#3: 2004, neonatal death, spontaneous abortion), vaginal bleeding, dyspareunia, pelvic pain, laparoscopy, parity 5 and multigravida. Previously administered products included: hydroxyzine hydrochloride and ibuprofen. The patient had a family history of diabetes and hypertension. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral complete salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Number of proximal coils:2 on left cornua and 3on right comua, patient tolerated placement without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: patient is not pregnant. Patient is: heterosexual. [Pathology test] on (B)(6) 2021: right fallopian tube with essure implant, right salpingectomy: -complete cross-sections of unremarkable. -appearing fallopian tube and fimbriated end. -fragments of metallic surgical device identified (clinical essure). . B. Left fallopian tube, left salpingectomy: -complete cross-sections of unremarkable-appearing fallopian tube and fimbriated end. -benign serous paratubal cysts. [Ultrasound pelvis] on (B)(6) 2019: female transabdominal. Severe menstrual cramps. Patient had essure placed in 2012 the most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number, reporters information, race information, medical history and lab data added. Non drug treatment and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012 the patient had essure inserted. On (B)(6) 2021 3196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3196 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.